Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation is likely to cause or contribute to patient injury. Device issue: guide wire separation. It was reported that the device was shaped into a 'j' during preparation and the tip coils broke. The device was not used in the patient. No additional event or patient information is available.